Event description:
The affiliate reported the customer alleged an erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent testing of the patient sample on an alternate access 2 immunoassay system recovered a lower result, within the risk stratification. The customer indicated quality control (qc) and system check were within specifications at the time of the incident. The customer noted quality control (qc) was out of range two days after the reported incident. The erroneous result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) adjusted the ultrasonic light from 185v to 197v, the sample probe temperature light from 38.5 to 37 degrees, and adjusted the drift factor. The adjustments did not resolve the issue. The fse replaced the peristaltic pump tubes and performed calibration, quality control (qc), and reproducibility test. All results passed within specifications. The fse noted the peristaltic tubes were previously replaced on november 15, 2011 during preventive maintenance (pm). The unit conformed to the manufacturer's published performance specifications.